Manufacturer narrative:
A ge rep evaluated the sys and reseated connections. Sys operates as intended.

Event description:
Customer reported the sys would not complete boot up. No pt injury was reported.